Event description:
Per the clinic, the patient experienced extrusion of receiver/stimulator. There are plans to explant the device; however, this has not occurred as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Event description:
Per the clinic, the patient experienced skin breakdown and an infection at the implant site (specific date not reported). Subsequently, the device was explanted on (B)(6) 2025. Additional information has been requested but has not been made available as of the date of this report.